Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded up keypad trace. No button error alarm noted during testing. No ramping numbers on their own anomaly noted. The device was received with crack on battery tube threads and stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was performed. The device was returned for analysis.